Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR report: 1627487-2011-09340, reference MFR report: 1627487-2011-09342. The pt received the scs system on (B)(6) 2009. It was reported the pt felt a total body shock from the system sometime in (B)(6). A sjm rep met with the pt and a full parameter diagnostic indicated valid impedance values. Additionally, the pt reported his system recharge intervals have increased from every 1-2 weeks to every 24 hours. A replacement charging system did not resolve the issue. The physician elected to explant the system without the presence of a rep. The explanted product has been retained by the facility. No further pt complications were reported.